Manufacturer narrative:
Product evaluation: the returned sample was evaluated. Damage was observed. One haptic was chipped in the outer gusset area. Lens material from the damaged haptic was on the optic surface. The damage appears indicative of lens case related damage. A previous investigation was conducted and a root cause was identified. Results from the product history record review indicated the product met release criteria. Root cause: the lens was improperly cased from the manufacturing facility, which caused the damage allowing lens material to be on the optic surface. Action taken: no further action is warranted at this time. A previous investigation was conducted and a root cause was identified. Preventive actions were put in place. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There has been one other complaint reported in the lot number. Additional info was requested on 12/09/2010 and 12/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) had a raised piece on the optic. Pt impact is unk. Additional info has been requested.